Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the pump not alarming for upstream occlusion. This was caused by some internal wires being broken. The pump was serviced and returned.

Event description:
The initial reporter stated that the pump was not detecting up stream occlusions. The initial reporter also stated that the event occurred during testing and no patient was involved. (B)(4).